Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer screen has a dead area approximately three inches from the lower right corner and two inches from the bottom. Recalibrating pen stylus did not resolve the issue. The programmer was returned for repair. There was no patient involvement. It was further reported that the radio frequency programmer head was returned with the programmer and subsequently tested out of specification during manufacturer's analysis.

Event description:
It was reported the programmer screen has a dead area approximately three inches from the lower right corner and two inches from the bottom. Recalibrating pen stylus did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment of a "dead" area on the display overlay, so the overlay/bezel assembly was replaced due to it being out of specification electrically and the stylus was calibrated. Analysis also found a noisy system fan, which was replaced. Concomitant medical products: product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.